Manufacturer narrative:
Other relevant device(s) are: micra, mc1vr01-delsys / expiration date: 14-apr-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no, device evaluated by MFR: no, dev rtn to MFR: no, mfg date: 04-nov-2019, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a leadless implantable pulse generator (ipg) the device was pushed out of cup. The physician unlocked the tether, pulled it taught and relocated it which resolved the issue. The device was successfully implanted. No patient complications have been reported as a result of this event.